Event description:
It was reported that pump displayed delivery stopped messages without clear cause. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, no further details were obtained, and customer was out of warranty and already in process of obtaining new device.